Event description:
User reports receiving discrepant troponin t results for multiple pt samples. The following pt examples were provided. All repeat testing performed in 2008. On three days before. Pt 1, initial gave <0.010 ng/ml; repeat gave 0.017 ng/ml. Pt 2, initial gave <0.010 ng/ml; repeat gave 0.019 ng/ml. Pt 3, initial gave <0.010 ng/ml; repeat gave 0.029 ng/ml. On the day prior to original date: pt 4, initial gave <0.010 ng/ml; repeat gave 0.02 ng/ml. Pt 5, initial gave <0.010 ng/ml; repeat gave 0.03 ng/ml. Two add'l samples were obtained, giving same results as initial sample. Erroneous results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepant results was due to a problem with the measuring cell and partial obstruction in sipper fluidics. Replaced measuring cell and re-aligned all sipper tubing. Performance tests were performed and within specification.

Event description:
User reports receiving discrepant troponin t results for multiple pt samples. The following pt examples were provided. All repeat testing performed in 2008. On three days before. Pt 10: (female), initial gave 0.03 ng/ml; repeat gave < 0.010 ng/ml. Two add'l samples were obtained, giving same results as initial sample. Erroneous results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepant results was due to a problem with the measuring cell and partial obstruction in sipper fluidics. Replaced measuring cell and re-aligned all sipper tubing. Performance tests were performed and within specification.

Event description:
User reports receiving discrepant troponin t results for multiple pt samples. The following pt examples were provided. All repeat testing performed in 2008. On three days before. Pt 7: (female), initial gave 0.02 ng/ml; repeat gave < 0.010 ng/ml. Two add'l samples were obtained, giving same results as initial sample. Erroneous results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepant results was due to a problem with the measuring cell and partial obstruction in sipper fluidics. Replaced measuring cell and re-aligned all sipper tubing. Performance tests were performed and within specification.

Event description:
User reports receiving discrepant troponin t results for multiple pt samples. The following pt examples were provided. All repeat testing performed in 2008. On three days before. Pt 8: (male), initial gave 0.03 ng/ml; repeat gave 0.01 ng/ml. Two add'l samples were obtained, giving same results as initial sample. Erroneous results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepant results was due to a problem with the measuring cell and partial obstruction in sipper fluidics. Replaced measuring cell and re-aligned all sipper tubing. Performance tests were performed and within specification.

Event description:
User reports receiving discrepant troponin t results for multiple pt samples. The following pt examples were provided. All repeat testing performed in 2008. On three days before. Pt 6, (male), initial gave 0.05 ng/ml; repeat gave 0.04 ng/ml. Two add'l samples were obtained, giving same results as initial sample. Erroneous results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepant results was due to a problem with the measuring cell and partial obstruction in sipper fluidics. Replaced measuring cell and re-aligned all sipper tubing. Performance tests were performed and within specification.